Event description:
It was reported that dissection occurred. The 90% stenosed target lesion was located in the mid right coronary artery. The 3.50 x 24 promus premier select stent was implanted to treat the target lesion. During deployment, the stent delivery system balloon was inflated above nominal pressure for appropriate apposition. When the balloon was deflated, a stent edge dissection was observed. Another stent was deployed to cover the dissection. There were no further patient complications reported.